Manufacturer narrative:
Facility registered nurse stated that the pt became hemodynamically unstable, but quickly recovered after the treatment was discontinued. The pt did not need further medical intervention. She could not state the pt's weight at the time of the event. The machine flowsheet reported that twice as much fluid had been taken off then what had been programmed into the machine. The following events occurred: 11:00 pm set fluid removal at 160 actual fluid removed was 300ml. At midnight the fluid removal was set to remove 200ml, actual fluid removal was 279. At 1 am, the fluid removal was set to remove 150 actual fluid removal is unknown. At 2 am, the fluid removal was set to remove 150ml and actually removed 411ml. At 4 am, fluid removal was set to remove 180 actual is unknown. At 5 am, the pt blood was then reinfused to the pt. Facility's biomedical technican initially evaluated the machine, it was concluded that the machine was functioning within specifications. The intensive care unit staff refused to use the machine until the problem was identified and resolved. According to the gambro technical serivce report, there was no history date available to assess scale alarms during this time period. All funcitonality tests performed per manufactured procedure. Simulated treatment performed without any issues. The machine scales, pumps, and pressure tested within MFR's specifications. Machine was placed back into serivce, and is currently treating other pts without further incident. The safety alert training has been performed in this facility.